Event description:
A malfunction on the pump was reported by the caller, but there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The customer was advised to continue using the pump and to contact support again if the malfunction code recurs. No additional information was received regarding further outcomes.